Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/24/2013 with the following findings: on investigation, the pump powered on with audible function intact. The sound was evaluated and confirmed to be within specifications. Investigation was unable to confirm or duplicate the complaint.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a audio tone/vibration (intermittent sound) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.